Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient indicated that for the previous (B)(6) days, she was having issues with the pump's battery cap. The patient claimed that she could not secure the battery cap to the pump and the device was shutting off randomly. The patient also mentioned that she was getting low battery alarms even after inserting a new battery. The patient reportedly changed the pump's battery 2 times since the power issue began. Due to the alleged power issue, the patient claimed that her blood glucose (bg) level had elevated to the "200-300 mg/dl" range. The patient claimed that sometimes she would not notice that the pump had shut off and her bg levels would elevate. She also reportedly experienced symptoms of increased thirst and urination, and nausea. During the time of concern, the patient was giving herself corrections via the pump and via injections. The patient's last bg level prior to contacting anm on (B)(6) 2012, was "123 mg/dl." Her usual range is "70-150 mg/dl." The patient did not report seeking or receiving medical intervention because of the alleged issue. The alleged issue was not resolved with troubleshooting. The battery cap was reportedly damaged. She admitted that the cap had never been replaced. The patient was advised not to continue using the pump and to implement a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue and the battery cap could not be secured to the device. The patient also claimed that because of the power issue, she developed elevated bg levels with symptoms that can be associated with severe hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Pump serial #: (B)(4).